Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 594 mg/dl. Reportedly, the customer administered a manual injection to address bg level and continued to use the pump for insulin therapy.